Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 04-mar-2016. (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female consumer/plaintiff who had severe constant right pelvic pain after essure (fallopian tube occlusion insert) insertion. The device was removed (approximately 4 month after its placement). This event is listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain may occur. In this particular case, considering event's nature, its positive temporal relationship with essure placement and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff in united states on 22-jan-2016. It refers to a (B)(6) female consumer/plaintiff who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2015 and experienced severe constant right pelvic pain, heavy menstrual bleeding (8 diapers per day), metal taste, and infection. On (B)(6) 2015 essure was removed. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female consumer/plaintiff who had severe constant right pelvic pain after essure (fallopian tube occlusion insert) insertion. The device was removed (approximately 4 month after its placement). This event is listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain may occur. In this particular case, considering event's nature, its positive temporal relationship with essure placement and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since device removal was required. A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe constant right pelvic pain/ pelvic pain (severe and persistent / sharp stabbing pain but not constant which would come and go)") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, live birth ((B)(6)-2012, (B)(6)-2013, (B)(6)-2014) in 2012, live birth on (B)(6)-2013, live birth on (B)(6)-2014, blood pressure high and premature birth. She did not have allergic to nickel or any other component of essure. Previously administered products included for contraception: ortho tri cyclen from 2009 to 2012, nuvaring in 2012 and lmplanon in 2012. Concomitant products included cilest (ortho tri-cyclen). On (B)(6)-2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal (severe and persistent / sharp stabbing pain but not constant which would come and go)"). On an unknown date, the patient experienced menorrhagia ("heavy menstrual bleeding- 8 diapers per day"), dysgeusia ("metal taste"), infection ("infection"), abdominal distension ("bloating"), fatigue ("fatigue"), fungal infection ("yeast infections"), bacterial vaginosis ("bacterial vaginosis") and depression ("depression"). The patient was treated with ibuprofen, cyanocobalamin-tannin complex (b12) and surgery (total hysterectomy and removal of fallopian). Essure was removed on (B)(6)-2015. In (B)(6) 2015, the pelvic pain and abdominal pain had resolved. At the time of the report, the menorrhagia, dysgeusia, infection, abdominal distension, fatigue, fungal infection, bacterial vaginosis and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, bacterial vaginosis, depression, dysgeusia, fatigue, fungal infection, infection, menorrhagia and pelvic pain to be related to essure. The reporter commented: it was reported that she had chronic pain and they thought she had appendicitis 2015. She had medication yeast infections, bacterial vaginosis, pain associated with pregnancy (use in 2012 to 2014). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: essure confirmation test her current weight was (B)(6) and current weight was (B)(6) and approximate weight at the time of essure placement was (B)(6). Quality-safety evaluation of ptc: final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time alter insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-jan-2018: reporters added and updated patient demographics. Historical condition, concomitant disease, laboratory data were added, treatment drug were added. Suspect drug inaction. On an unknown date, she had bloating, yeast infections, bacterial vaginosis, depression, and other events added. In (B)(6)-2015, she had abdominal (severe and persistent / sharp stabbing pain but not constant which would come and go). And updated onset date, events. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.